Manufacturer narrative:
(B)(4).

Event description:
The patient was getting overdosed and this contributed to the patient not breathing; it was unclear when this occurred. As of late december, the patient was doing a drug holiday. They were titrating the patient down and supplementing him with oral baclofen. The physician thought that there was an issue with the catheter. The device system was used to deliver baclofen. Additional information has been requested a follow-up report will be sent if additional information becomes available.